Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the touch screen test failed. When powering on the cycler, the ok, stop, and up/down arrow push buttons did not illuminate and the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the touch screen became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during drain 4 of 4 of the patient¿s peritoneal dialysis (pd) treatment. The power cord was reported to be lose at the end that was connected to the cycler. The cycler plugged directly into a three prong wall outlet that was shared with a phone charger. The phone charger was unplugged and cycler even moved to another outlet, however the screen remained blank. There were no recent power outages reported in the home or the area. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. It was reported that an alternate treatment option was available. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that the transformer on the inverter board was burned.